Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient upon initiation of iabp therapy, "balloon did not unwrap fully inside body". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.

Event description:
It was reported that during use on a patient upon initiation of iabp therapy, "balloon did not unwrap fully inside body". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was the iabp alarm strips. Upon return, the distal end of the teflon sheath was at approximately 40.8cm from the iabc distal tip. A driveline tubing was connected to the short driveline tubing; the driveline tubing was noted cut. The one-way valve tether was also noted cut and the one-way valve was not returned with the sample. The bladder was noted wrapped (or considered twisted) near the distal tip. The proximal end of the bladder was unwrapped. Bends to the iabc central lumen were noted at approximately 5cm, 11.2cm, 21.5cm and 31 cm. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Upon return, the yellow fos cabling was noted cut. The fos connector, cal key, and remaining length of the fos cable were not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0068in and was within specification. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and during the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 24.5cm and 72.4cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.5cm and 58.2cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon did not unwrap fully inside body" is confirmed. During the investigation , the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.